Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. A visual evaluation found the shaft's gold tip was broken off. The root cause for the broken probe could not be conclusively determined.

Event description:
It was reported that the probe broke during an unspecified procedure. No additional information was provided.